Event description:
It was reported when using the pyxis anesthesia es system, mini drawer was stuck and failed to open. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was suspected that the mini drawer was stuck and failed to open. A field service engineer confirmed that the pharmacy loaded the drug into another pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.